Event description:
It was reported that this patient with a pacemaker was in the office being seen for a routine interrogation. As the device nurse was interrogation, the patient stated he did not feel good. Upon interrogation, the device was found to be in safety mode. The patient then became syncopal and seized with any movement. 911 was called and the patient was taken to the emergency room (ER)/cath lab for a temporary pacemaker. The pacemaker was interfering with the temporary wire and the patient went a systolic when the temporary wire was moved. The decision was made to keep the patient in the cath lab and an emergent pacemaker replacement took place and the device was replaced successfully. Technical services discussed possible causes and recommended to return the device for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient with a pacemaker was in the office being seen for a routine interrogation. As the device nurse was interrogation, the patient stated he did not feel good. Upon interrogation, the device was found to be in safety mode. The patient then became syncopal and seized with any movement. 911 was called and the patient was taken to the emergency room (ER)/cath lab for a temporary pacemaker. The pacemaker was interfering with the temporary wire and the patient went a systolic when the temporary wire was moved. The decision was made to keep the patient in the cath lab and an emergent pacemaker replacement took place and the device was replaced successfully. Technical services discussed possible causes and recommended to return the device for analysis. No additional adverse patient effects were reported.